Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the sample delivery tubing to the diff mixing chamber (vc25) was clogged. The fse cleared the clogg from the tubing, which repaired the vote outs. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter lh 780 hematology analyzer was generating vote outs for differential results. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.